Event description:
It was reported that the pulse generator exhibited bvvi operation, while still in box. The device was not implanted.

Manufacturer narrative:
(B)(4). Final analysis confirmed the reported backup operation. The root cause of the anomaly could not be determined. I was noted that the device had been exposed to cold temperatures prior to its return. (B)(4).